Event description:
Consumer reported removal of one of her tampons was a challenge which she later realized was due to the string being shorter than normal. She confirmed she was able to remove the tampon herself. She did not report the need for medical attention or having any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.